Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an error code: 14. There was no harm reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI) a getinge field service engineer (fse) evaluated the unit and found pump displayed ¿power-up test fails code # 14¿ on boot up . Replaced the scroll compressor and filters. During this repair, fse found line cord ground prong missing. In order to fix the issue he replaced line cord assembly. Also, he found another issue, while performing the checkout of the pump after a repair on another work is could not adjust the helium regulator to spec. In order to fix the issue he replaced the helium reservoir assembly. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing dept. Received the scroll compressor. Part was received with a reported failure of an error code 14 during powerup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed on this part. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The failure analysis and testing dept. Received the helium reservoir assembly. Part was received with a reported failure of being unable to adjust helium regulator pressure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the helium reservoir in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed that the helium regulator pressure is unable to be adjusted due to a faulty knob. No root cause defined. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing dept. Received 1 reel, ac power cord, domestic, tdk lambd. Part was received with a reported failure of the ground prong broken. The fat performed a visual inspection and found the part to have the ground prong broken. Confirmed the failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an error code: 14. There was no patient involvement.